Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous vessel of the forearm. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the third inflation for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and no injuries reported.